Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a faulty x-ray controller pcb. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 6600 fluoroscopy system had an error on x-ray.